Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot - a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5160601 was released in two batches. Batch1: lot qty of (B)(4) units were released on 06 nov 2018 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 13 nov 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the treatment of lumbar spinal canal stenosis the screwdriver was under use for setscrew tightening and the tip of the screwdriver stripped. Procedure was completed successfully with a replacement. There was no surgical delay. This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 2 of 2 for complaint (B)(4).